Manufacturer narrative:
The customer was given the part number and pricing for a replacement processor pca and was informed that there is a global ship hold.

Event description:
It was reported to philips that the device had a operation check error. There was no reported patient involvement/adverse patient impact.